Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 7.5 cm and 42 cm from the connector pin. The abrasion at 7.5 cm from the connector pin could be caused by friction to the device can. The abrasion at 42 cm from the connector pin could be due to friction with another device.

Event description:
It was reported that the lead exhibited capture thresholds of 1.25 v to 2.5 v. The patient was pacemaker dependent.